Event description:
A patient, implanted with prodisc-c at c4-c6, experiencing muscle atrophy and decrease in usage of arm and was returned to the or for removal of the implant at c5-c6. Surgeon plans to revise the patient to fusion at c3-c6.

Manufacturer narrative:
Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.